Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received battery failed alarm, unspecified pump error alarm and medtronic logo appeared on the screen. The customer also reported insulin pump was dropped and found no visible damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No damage was reported on battery cap contacts and customer was using the correct battery cap for the pump in use. Customer mentioned pump error alarms and able to clear alarms and rewind pump. Customer was also stated that, pump rattled when it was shaken. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement. No failed battery test noted. No flashing medtronic logo display noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 07/25/2025 12:47:40.000 in pump downloaded history. No unspecified alarm during testing however, confirmed pump error 63 variable (line number 147 file number 2017) in the pump history download on 07/25/2025 12:47:37.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. No pump error 63 noted during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump pass requested testing and no failed battery test noted during analysis. No flashing medtronic logo display noted during analysis. Flashing medtronic logo display not confirmed. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Unspecified alarm confirmed. No rattle noted during analysis. Cosmetic damage confirmed at keypad overlay. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.